Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis revealed the returned device identified a failure condition that disappeared during analysis.

Event description:
It was reported that the implantable pulse generator (ipg) could not be interrogated. The most recent device check indicated a normal battery trend and the ipg did pace upon magnet application. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. (B)(4).